Event description:
The customer tested her blood glucose using 3 contour meters. She received readings of 345, 98 and 87 mg/dl. The difference between the 345 and 98/97 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer returned her test strips for eval. Replacement test strips and a new meter were sent to the customer.